Manufacturer narrative:
(B)(4).

Event description:
It was reported that both the atrial and the ventricular leads were dislodged. The patient had lead repositioning procedure. The atrial lead was repositioned without any issues. The ventricular lead was explanted and replaced due to helix extension issue. The patient is stable post-procedure.